Event description:
The customer contact reported air in the tubing distal to the pump. The tubing set was being used to deliver an unspecified concentration of dopamine at an unspecified delivery rate. After an unspecified length of time in use, air was noted in the tubing set. It was reported that the cassette of the tubing set was broken at an unspecified location and reportedly this allowed air into the system. There was no air delivered to the pt. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain add'l info.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).